Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site, was having charging difficulty where the ipg could not be charge fully due to recurrent displacement. A rapid discharge of the battery was noted. It was believed that the misalignment of the ipg that has healed at an angle mostly oblique had affected the ability of the ipg to hold a charge. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site, was having charging difficulty where the ipg could not be charge fully due to recurrent displacement. A rapid discharge of the battery was noted. It was believed that the misalignment of the ipg that has healed at an angle mostly oblique had affected the ability of the ipg to hold a charge. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.